Event description:
It was reported that the patients non rechargeable ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately (B)(6) 2022.